Manufacturer narrative:
This ipg serial number was included in multiple field advisories. 1627487-07262012-002-r, 1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would no longer communicate with any external devices and was deemed inoperable. The patient stated that they last had therapy and was able to charge a few months ago. Surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model. Postoperatively, therapy was restored and the issue resolved.